Manufacturer narrative:
Zimvie complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the bar broke in patient's mouth and will need to be remade. The patient will still wear the bar until the new one is made. The fracture occurred around tooth #27 on the side of the last implant.

Manufacturer narrative:
This report is being submitted to report additional information. The date of event is known.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned. The reported event could not be verified. Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. A definitive root cause could not be determined. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.